Manufacturer narrative:
The causative pathogen has not been identified. Review of manufacturing records indicates sterilization parameters were consistent with expected values and radiation dose audits were completed and considered valid. The sal of 1 x 10-6 has been achieved.

Event description:
Implanting surgeon reported a post-operative infection following implantation of attrax product. Intervention consisted of wound debridement and IV antibiotics. The infection was reported to have required additional hospitalization, but was reported to have resolved within two weeks following intervention. No information has been received indicating the implanted construct was removed.